Manufacturer narrative:
Patient code: no code available- additional procedure required. Device code: leak is not labeled. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported patient underwent successful nephrostomy procedures using an ultrathane mac-loc locking loop multipurpose drainage catheter post-op. The patient returned to the hospital due to a leak at the proximal connection close to the mac lock. The patient required an additional procedure to remove and replace the catheter. To date, patient information and device lot numbers have not been made available.

Manufacturer narrative:
Investigation - evaluation: a review of the device history record, manufacturing instructions, quality control, and specifications of the device was conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed. However, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. A review of the device history record shows no nonconforming events which could contribute to this failure mode. It should be noted there were no other reported complaints for the three possible lot numbers provided. Based on the information provided, no product returned and the results of our investigation, a definitive root cause could not be determined. We will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required.